Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
The patient reported that they were currently in a rehab facility recovering from a cracked vertebrae and surgery to cement it. The implantable neurostimulator (ins) was turned back on but they were having pain in their left leg, was really sore on the day of the report and the ins did not seem to be reaching it. They had terrible pain while traveling, they went to the ER and after doing all kinds of tests, CT scan/xrays, the only thing that the health care professional (hcp) could figure out was the electronics went straight for a while then it turned. The patient stated that they took out the leads and put them in differently. At the same time they scoped their arthritis, and then was 6 weeks in rehab. After returning to their state they got an awful pain and could not stand it, it was a cracked vertebrae, said c6 or c10, they cemented it and was back at rehab. There was leg pain and back pain. The sudden pain while in another state and going to the e.r. For tests was on (B)(6) 2016, one night about four weeks ago. The patient got sudden pain in their back, they went to the hospital and got the cracked vertebrae diagnosis, the surgery was on (B)(6) 2016. In the last week or so the leg pain was getting worse. It was clarified that the condition of spinal stenosis was since prior to getting their device. On (B)(6) 2016, they had an appointment with their hcp for (B)(6) 2016. The sudden back pain and leg pain getting worse had not been resolved. The steps taken to resolve the back pain and leg pain getting worse was home health. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.